Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen display noted during testing. Unit had cracked case at display window corner.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and got frozen. Customer took out the battery but it did not work. Troubleshooting was done. Customer's blood glucose was 10.9 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to back up plan per health care provider. No further info provided.